Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008; 86 (6):367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total patients received 330 electrodes implants. There were some complications in patients. Some patient experienced a major wound related problem. Patient experienced intracranial hematoma after system removal. System was removed due to infection. See manufacturer report number: 2182207200901002.